Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ventricular short interval counts equal to 133353 counts in 111.81 days between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. The lead is still in use. No patient complications have been reported as a result of this event.